Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 14 mg/dl and 73 mg/dl. Customer was feeling shaky with an initial reading of 15 mg/dl. Customer took another reading of 14 mg/dl. Customer was able to self-treat with a cinnamon roll and a pizza/noodle dish. Customer then obtained a reading of 73 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.